Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported there were "odd impedances" associated with the lead displacement/migration. Therapy was not working properly and x-rays had been taken. The system was replaced and the impedances were "fine" and the patient was doing "fine/ok" after. An event date of (B)(6) 2015 was provided in relation to this information. It was unknown if the system replacement occurred on this date or the previously reported date of (B)(6) 2015. No further information was provided. A second follow up report will be sent if additional information is received.

Manufacturer narrative:
Implant date is an approximation. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication ((B)(6) 2010).

Event description:
The healthcare provider, via the manufacturer representative, reported the patient had lost a "considerable" amount of weight and the lead moved from its initial location and therapy had lost its effectiveness. An x-ray confirmed the lead migration. The doctor decided to explant the lead, replace both the lead and implantable neurostimulator, and move the implant location from the right to the left. This occurred on (B)(6) 2015. During the surgery, the implanted lead broke and a distal fragment remained in the patient. Following the replacement procedure, therapy had been effective. At the time of this report, a surgery was being planned to remove the lead fragment. No date or further information was provided. A follow up report will be sent if additional information is received.